Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label, and a replacement pump was arranged. The customer will use multiple daily injections (mdi) as backup therapy.